Event description:
I got breast implants in (B)(6) 2011 within weeks I began feeling aches, pains, fevers, chills, racing heart, hair falling out. I've been sick ever since. No doctor can help me and I fully believe it's the breast implants making me ill. I have constant infections. Shooting and sharp pain in the breasts. I have arthritis and thyroid issues. It's never been ending and I can't get medical assistance to have them removed.